Event description:
The report indicated that the customer had been placed on antibiotics for an infection at the pod site. The last three pods that she had placed "resulted in an infection at the site within 24-hours of wear." Her pod site "hurts at insertion more than usual" and gets "hard, red and warm to the touch with fluid build-up and the pain gets more intense with time." "When the pod was removed, there was "yellow pus draining." "Insulet customer support advised her to contact a health care provider as soon as possible. The pod will be returned for evaluation.

Manufacturer narrative:
The product has not been returned for evaluation. We are unable to evaluate the adhesive pad for any abnormality that may have cause the customer's skin infection. It is known and understood by the manufacturer that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. No conclusion can be drawn. The omnipod user guide contains a section dedicated to infections titled "avoid infusion site infections" that includes the following information: always wash hands and use a septic technique before applying a pod; don't apply a pod to any area of skin with an active infection; at least once per day, check the infusion sites for signs of infection; signs of infection include pain, swelling, redness, discharge or heat - if infection is suspected, immediately remove the pod and contact a health care provider. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. Twice per month, insulet performs a review of customer complaint data; the occurence rate of reported infections at the infusion site is (and has historically been) significantly below the level at which an internal corrective action would be required (per insulet's internal corrective and preventive action procedures). However, insulet has initiated action to determine if marketing can improve education and training related to this topic. A review of lot qualification records was performed and no issue related to the pod's adhesive pad was noted. The lot passed the acceptance criteria. Note: evaluation method pertain to activities performed during lot qualification, not to activities performed on the subject pod (as it was not returned for evaluation).